Event description:
It was reported that this patient presented to the clinic for a routine follow-up. The patient reported she was having mild syncopal spells when leaning forward. Troubleshooting was performed and when the patient was leaned over, there was observations of intermittent left ventricular (lv) loss of capture. Additionally, she had an underline rhythm of complete heart block. Review of the previous interrogation showed normal sinus rhythm and the device was programmed to lv only. The field representative programmed the device to biv pacing and tested the lv threshold. While sitting the thresholds measured 1.3v at.4ms and while leaning thresholds measured 1.9v at 1.0ms. Other vectors were checked but thresholds were not as good as when programmed tip to rv vector. Final programming was biv pacing with a lv output of 3.5v at 1.0 ms. A chest x-ray was performed and showed no change in the lead position from previous x-rays. At this time, the lead remains in service. No adverse patient effects were reported.